Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that health professional inserted via valve into vein-blood started leaking out between where plastic canula joined hub. The IV was immediately removed. Patient received a second IV insertion with no issues/leaking. There was minimal harm reported.

Manufacturer narrative:
No investigation or causal factor evaluation could be conducted given that no product was returned. Given no product has been received and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem, root cause could not be defined. A lot history review was performed and no discrepancies or abnormalities relevant to the complaint were identified.